Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an o-ring was on the pneumatic tap, resulting in the cartridge unable to be installed on the pump. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level was 394 mg/dl.